Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2005; 5076-58 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing noted on stored non-sustained ventricular tachycardia (nsvt) episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.